Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the software application closed due to an error. This occurred when the user pressed the start data button. The device was used for the remainder of the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.